Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: patient implanted with a nail, plate and screw construct on an unknown date. Patient presented to hospital after experiencing pain while playing golf. Patient requested removal of the nail. On an unknown date surgeon removed the screws and used a lever on the plate with slight power and noted the plate to be broken. In order to extract the distal hook part, the surgeon conducted the osteotomy of acromion and extracted it. Reportedly, the surgeon did not use a lot of pressure during removal of the plate. It is unknown if the plate breakage occurred during the removal or prior to the removal surgery. This is 1 of 6 reports for the same event, complaint # (B)(4).

Manufacturer narrative:
Date reported in error. Date is unknown. (B)(6). Placeholder.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The additional evaluation reports as received condition to be one broken clavicle hook plate made of pure titanium. The order was accompanied by: three ø 3.5 mm cortex screws intact: one ø 4 mm cancellous bone screw fully threaded intact: manufacturing documents, technical drawing and material certificate of the supplier the breakage of the clavicle hook plate occurred at the fifth medial plate hole in the area of the junction hook to plate. When examining the medial fracture surfaces part a and b of the clavicle hook plate using the scanning electron microscope sem, the initial fracture areas and the fracture behavior were identified. The crack started at the lower ventral side of the plate and ran into the material. After breaking, the two plate fragments rubbed against each other causing strong destruction of the fracture surfaces abraded and shiny areas. At a higher magnification, fatigue striations were observed at the crack propagation zones and over a sizable part of the fracture surface. Each striation represents the successive position of an advancing crack front and they originate from cyclic loads, load and unload. The presence of these striations is a clear indication of a fatigue process. The fracture surfaces showed a sizeable area of structural breakage appearance crystallographic oriented fatigue fracture and few areas with a cleavage fracture. Structural breakage appearance is typical for pure titanium and indicates moderate loads. Sem observations and findings showed that the plate failure was caused by fatigue and overload. The date of implantation of the clavicle hook plate is unknown. According to the device report, the patient felt an exacerbation of pain during golfing on (B)(6) 2013. The surgeon removed the screws and used a lever on the plate with a slight power. Subsequently the breakage of the clavicle hook plate was found. Based on the topography of the fracture surface we can conclude that the implant was subjected to dynamic bending loads. Constantly alternating bending loads led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the clavicle hook plate. The implant could not resist the applied force which finally led to the material overload and material fatigue. Postoperative activities of the patient may have played a certain role, too. A failure resulting from either a material defect or the manufacturing process can be excluded. The disposition was deemed invalid.